Manufacturer narrative:
This device involved in this event has been returned, however evaluation is currently pending. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported in chile that during a coiling treatment of an aneurysm, the embolization coil detached prematurely during positioning. As the physician was removing the coil, the coil was partially left in the aneurysm and artery. No intervention was taken. There was no reported patient injury.